Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 2.1 mmol/l. The customer reported that the blood glucose at the time of incident was 3 to 4 mmol/l. The customer was treated for the low blood glucose with glucose tablets. The customer reported that he had been experiencing low blood glucose for a about a week. The customer was assisted with troubleshooting and was advised to disconnect from the insulin pump. The customer was advised to disconnect from set and remove the reservoir from the insulin pump. The customer was advised to inspect the reservoir. The customer reported that the reservoir is showing the same amount of insulin as shown on the status screen. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump passed the dat at 0.08790 inches. Unit was received with minor scratched display window and cracked battery tube threads.